Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an arterial ligature for hemostasis before resection of pedunculated polyp, the subject device was used. After the pedunculated polyp was ligated with the subject device, the polyp was excised with another device and bleeding occurred. Doctor performed hemostasis with clips and the procedure was completed. The patient was hospitalized and left the hospital in the evening of the next day because there was no bleeding.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The lot number is corrected. The tube was deformed over the entire length. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined at this time because it has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.